Event description:
During peripheral intervention the physician attempted to place a wire in a lesion in the perineal artery. When wire was pulled through the quick cross catheter a small portion of the tip of the wire broke off. The wire sheared into a very small size branch of the vessel and could not be retrieved.